Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired larger implants and presented for re-augmentation. During the consultation, she was observed to have recurrent bilateral breast ptosis with left breast asymmetry as the left breast was larger than right. As a result, the patient underwent bilateral exchange with sientra (non-mentor) implants on march 11, 2025. Furthermore, during the surgery, a ruptured right implant was discovered. There were no reported procedural delays or patient consequences/harms due to the finding. This report is for the left breast prosthesis.